Event description:
Pump was reported to have declared a cartridge change error. Blood glucose level was not adversely impacted, remaining below 500 mg/dl. Cts instructed the customer to inspect and clean the pump, particularly focusing on the cartridge o-ring and pneumatic tap area. Despite the guidance to use a new cartridge, the customer decided to reuse the cartridge without the o-ring. Cts sent resources to ensure proper handling and advised the use of multiple daily injections (mdi) as an alternative if issues persisted.